Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified battery issue occurred. Upon follow up, the customer indicated that the issue was resolved and declined to provide additional information regarding the issue.